Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that extended diagnostics were not available when sensor calibration was in process. It was suggested to clear the diagnostic data during patient's next in clinic follow-up. No date for next follow-up is scheduled yet. Patient was stable.